Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device got stuck with blue screen, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station had been stuck on the windows login screen. A technical support specialist (tss) had rebooted the station, but the application had not launched in cfn (carefusion admin) application as expected. The auto launcher had been reset using the station configuration utility. A subsequent reboot had confirmed that the application began to run as expected. The tss had called the customer and notified her that the station was back up and running, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device got stuck with blue screen, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.